Event description:
A customer reported that their pump overheated while charging, and they communicated this issue via email. There was no adverse impact to the customer's blood glucose level. The customer declined any troubleshooting assistance or callback, and therefore, no further action was taken.